Event description:
Implanted a shunt assistant on pt 09/22/2005. The pt was suffering from overdrainage symptoms, so they added a shunt assisant to his existing shunt system. Surgeon found that for 2 weeks the pt was doing excellent and was more lucent than at any other time he had seen him. Then the pt woke up lethargic one day. He came to the hosp and the scan showed that the ventricles had increased in size. They replaced the existing ps medical differential pressure valve and the shunt assistant and replaced them with a programmable valve. They checked the flow from the proximal and distal catheters and they appeared ok. Explanted shunt assistant for return, and the day after the surgery the pt had returned to the hosp with a proximal catheter obstruction. Surgeon believes it may have been a proximal catheter (non-aesculap product) obstruction all along.